Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the pacing and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the atrial channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited noise oversensing during the implant procedure, which was suspected to be due to air bubbles. The ra lead terminal was re-inserted into the device header, however the noise persisted. The device was explanted and replaced. No adverse patient effects were reported.